Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer saw insulin on the backside of the pump area. The customer had stated the cartridge was not overfilled. Additionally, the customer reported receiving an altitude alarm. The customer was able to clear the alarm. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No unused cartridges were returned with the device; therefore, failure investigation cannot be performed for cartridge leak event.